Manufacturer narrative:
(B) (4).

Event description:
The pt experienced shocking/jolting that began (B) (6) with her previous ins. She felt pins and needles in her extremities. It was stated that she lives near the electrical room in her assisted living complex. The pt visited the clinic and had the device turned down to 0.0v and then off as whatever she went near anything electrical, the shocking became more intense. While in the office, the pt didn't feel the shocking until she duplicated the situation using a cell phone. She brought the phone to both sides of her head and the shocking became significantly worse. Per the physician, it was possible there were emi issues and the pt experienced shocking throughout her body. The extension was scheduled to be replaced (B) (6) 2010.